Manufacturer narrative:
A visual examination found that the device returned with the needle tail bent. Functionally, the jaws were able to be opened and closed without issue. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Based on the evaluation, needle (spike) movement was not observed, but the needle tail was bent. There are controls in the manufacturing process that exist to limit product performance issues so the damage likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. However, an investigation is underway to address tail bent issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure , while inside the patient, the "spike" moved and the forceps would not close. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; needle tail bent.